Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.(B)(4).

Event description:
It was reported that customer was using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic acidosis on (B)(6) 2019 with blood glucose level of 733 mg/dl. The customer was treated with insulin drip in intensive care unit, basal bolus. The insulin pump will not be returned for analysis.